Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sep2019. The customer troubleshot with technical support and replaced the data acquisition printed circuit board assembly. Failure analysis of the returned part indicates: a data acquisition (da) printed circuit board assembly (pcba) was returned for analysis. An investigation was performed and the product analysis technician reported that no fault was found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing the pressure accuracy test during performance verification test. No patient involvement.